Manufacturer narrative:
Visual inspection of the returned component found that the dovetail feature was compressed and gouged on one side, and the inferior surface of the device was gouged in several locations along the lateral periphery on both sides. Dimensional inspection found that width and height of the device were both within specifications. The device history records for the articular surface component were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. A product history search identified no other complaint for the part and lot combination of the articular surface component. The compressed dovetail feature indicate that the articular surface was not correctly placed and oriented before pushing it with the inserter instrument. The flared portion of the dovetail feature and the compressed marks on the periphery of the inferior surface probably result from the removal of the component from the tibial plate. It is likely that the mating problem encountered is related to surgical technique.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during the surgery the tibial component and articular surface could not be assembled. After several attempts, another articular surface was opened and successfully inserted.